Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 11-sep-2026, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with severe calcification in both the sigmoid and tricuspid areas, after full release of the first evolut, the placement depth was noted to be shallow. The lower end was anchored to the annulus; however, poor expansion was observed on the non-coronary cusp (ncc) side due to calcification. During withdrawal of the delivery catheter system (dcs), nose cone centering was initially confirmed. As the device was withdrawn, however, the nose cone interacted with the valve frame causing the valve to dislodge. The dislodge was thought to have been influenced by the expansion issue. There was also a consideration that the valve size might not have been appropriate. The intervention plan included placing a second valve. The second valve was positioned slightly deeper than the first had been, when initially deployed. This still resulted in a shallow placement upon full release. Of note, extremely deep placement was avoided due to overlap risks with the first dislodged valve and concern for atrio-ventricular block. Adjustments had been made to reach approximately 5 mm on both the ncc and left coronary cusp (lcc) at 80% deployment. Following placement, the dcs nose cone was carefully centered and an attempt to withdraw the dcs was initiated. The valve was gradually raised as the dcs was withdrawn and it became evident that the valve's position was becoming shallow. Despite attempts to change the withdrawal strategy, such as switching out the left ventricle wire, the valve was still dislodged during removal. It was considered that snaring the first valve down to the descending aorta might create space for placing a third evolut, but the difficulty and risk of moving it down led to a conversion to non-medtronic device. During the placement of the third valve (sapien 23mm), there was resistance when passing the third valve through the first and second dislodged valves. Despite this, the third valve successfully crossed over the aortic valve and was placed. During placement, however, coronary artery dissection was noted and ventricular fibrillation (vf) occurred. Cardiopulmonary resuscitation and direct current shock were administered while extracorporeal membrane oxygenation (ECMO) was initiated to maintain hemodynamics. Even after treating the coronary artery dissection that caused the vf, the heart was "not functioning". Cardiac function resumed after an aortogram was taken, possibly due to changes in vasopressor medication. Just before exiting the procedure room, pericardial effusion was observed. Upon investigation, it was found that at some point, the lower end of the first evolut had pierced near the sinotubular junction, causing an ascending aortic dissection. A drainage kit was used to manage the dissection. The patient exited the procedure with ECMO still in place and with the ascending aortic dissection having been temporarily preserved. At some point within the three days following procedure, the patient died. The date of death is unknown. The cause of death is under investigation.

Manufacturer narrative:
Updated data: b2. Added date of death. Date is approximate: month and year valid. B5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with severe calcification in both the sigmoid and tricuspid areas, after full release of the first evolut, the placement depth was noted to be shallow. The lower end was anchored to the annulus; however, poor expansion was observed on the non-coronary cusp (ncc) side due to calcification. During withdrawal of the delivery catheter system (dcs), nose cone centering was initially confirmed. As the device was withdrawn, however, the nose cone interacted with the valve frame causing the valve to dislodge. The dislodge was thought to have been influenced by the expansion issue. There was also a consideration that the valve size might not have been appropriate. The intervention plan included placing a second valve. The second valve was positioned slightly deeper than the first had been, when initially deployed. This still resulted in a shallow placement upon full release. Of note, extremely deep placement was avoided due to overlap risks with the first dislodged valve and concern for atrio-ventricular block. Adjustments had been made to reach approximately 5 mm on both the ncc and left coronary cusp (lcc) at 80% deployment. Following placement, the dcs nose cone was carefully centered and an attempt to withdraw the dcs was initiated. The valve was gradually raised as the dcs was withdrawn and it became evident that the valve's position was becoming shallow. Despite attempts to change the withdrawal strategy, such as switching out the left ventricle wire, the valve was still dislodged during removal. It was considered that snaring the first valve down to the descending aorta might create space for placing a third evolut, but the difficulty and risk of moving it down led to a conversion to non-medtronic device. During the placement of the third valve, there was resistance when passing the third valve through the first and second dislodged valves. Despite this, the third valve successfully crossed over the aortic valve and was placed. During placement, however, coronary artery dissection was noted and ventricular fibrillation (vf) occurred. Cardiopulmonary resuscitation and direct current shock were administered while extracorporeal membrane oxygenation (ECMO) was initiated to maintain hemodynamics. Even after treating the coronary artery dissection that caused the vf, the heart was "not functioning". Cardiac function resumed after an aortogram was taken, possibly due to changes in vasopressor medication. Just before exiting the procedure room, pericardial effusion was observed. Upon investigation, it was found that at some point, the lower end of the first evolut had pierced near the sinotubular junction, causing an ascending aortic dissection. A drainage kit was used to manage the dissection. The patient exited the procedure with ECMO still in place and with the ascending aortic dissection having been temporarily preserved. At some point within the three days following procedure, the patient died. The date of death is unknown. The cause of death is under investigation. Additional information was received noting that the suspected cause of the dissection was the first valve. It is thought that this occurred when the second or third valve was placed. It was necessary to pass these valves through the first valve, which remained in the body. Although the first valve had been snared, it could not be completely fixed. The first valve would "rise and fall". The insertion of the new valves may have caused the first valve to pierce into the sinotubular junction. Per the physician, the dcs likely did not contribute to the dissection and it is highly likely that the ascending aortic dissection contributed to the cause of death.